Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported an observation of a discordant elevated advia centaur cp total hcg (thcg) result on a patient sample versus repeat testing. Siemens is evaluating this issue.

Event description:
The customer reports an observation of a discordant elevated advia centaur cp total hcg (thcg) result on a patient sample versus repeat testing. The initial erroneous result was not reported to the physician(s). The same sample was retested on the original advia centaur cp instrument four times and lower results were obtained. Two repeats resulted as erroneous and the lower results with value <2.0 miu/ml were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2024-00300 was initially filed on 01-may-2024. Additional information became available after the initial filing, and siemens has concluded the problem investigation. Service inspection revealed an issue with a fluid leak affecting cuvettes at the wash station. Multiple fluidics components (pumps, tubing, manifold) were replaced as part of a routine service response, and the leak was resolved. Following the service intervention, thcg performance has been acceptable, and no further issues were reported. The instrument is performing according to specifications. No further evaluation of the device is required. In section h6, the codes for investigation findings, and investigation conclusions were updated.